Manufacturer narrative:
Block d4: other number = sw version dl_unity_4.18.8.

Event description:
It was report that while moving a patient from the table top to the hospital bed, the table top rotated unexpectedly. The patient was placed on the bed with no incident. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.